Event description:
Found during test. According to the reporter, the device powers up into pacing mode by itself and won't respond to keypresses. There was no pt use associated with the reported event.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio recommended replacing the main pcb board and then, later, confirmed with customer that replacing the main pcb assembly resolved the problem.